Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient has to be revised due to a broken nail.

Event description:
The patient has to be revised due to a broken nail.

Manufacturer narrative:
Please note the correction of the d4 lot number: the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is found to be completely broken in the webs of the proximal lag screw hole. The fracture appears to have originated from the anterior web in a fatigue manner, as evident by the lines of rest/waves. The posterior web shows signs of instantaneous fracture which is a result of sudden loading after the breakage of the posterior web. Misdrilling marks are also evident majorly on the posterior web, running from lateral entrance to the medial through the bore. Very slight misdrilling marks appear on the anterior web. The breakage is observed in the opposite side of the misdrilling marks. The effect of misdrilling on the breakage in this case cannot be quantified. The lateral side of proximal part of the nail elicit deformation indicating usage of sharp tools during removal. On the medial side of the distal portion of the nail, the bearing point shows signs of permanent deformation indicating towards overloading of the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instruction for use states that ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ based on the investigation and the available facts, the root cause of the issue is majorly attributed to patient related factors. The fracture area of the nail exhibits a fatigue fracture and a plastically deformed medial side which indicates towards constant overloading in a cyclic manner. If any further information is provided, the complaint report will be updated.